Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The skull clamp was in place. While physician was adjusting the clamp, the pin came unlocked and lacerated the patient's skull. No additional medical intervention required. The event date was (B)(6) 2018, the patient had a scalp laceration that required sutures (medical intervention), patient was stable after the event, it was attached to the pt's scalp with pins when it moved from it's position, no x-rays needed, the device was removed and replaced, the craniotomy was completed as planned, unsure if the facility reported to the FDA. The clamp, knob on side that locks, came undone. Requested the skull pin product number and that was not provided.

Event description:
The skull clamp was in place. While physician was adjusting the clamp, the pin came unlocked and lacerated the patient's skull. No additional medical intervention required. The event date was (B)(6) 2018, the patient had a scalp laceration that required sutures (medical intervention), patient was stable after the event, it was attached to the pt's scalp with pins when it moved from it's position, no x-rays needed, the device was removed and replaced, the craniotomy was completed as planned, unsure if the facility reported to the FDA. The clamp, knob on side that locks, came undone. Requested the skull pin product number and that was not provided.

Manufacturer narrative:
Device MFR date: november 2012. Device history records for m-1500 from lot code k12 were reviewed: all work instructions and documentation were completed accordingly. Detailed inspections were performed, all inspections passed. One (1) m-1500 assy spetzler skull clamp was reported and returned as the complaint sample. The etchings on the sample were noted to be authentic v. Mueller and legible, and the lot code on the sample was verified as k12 (nov 2012). Sample has possibly been in use for about 6 years, it displayed signs of heavy wear, discoloration and usage all over the surfaces and specifically over the working end areas. The usage, wear and discoloration were identified in detail as scratch marks, nicks, dings, splotches on finish, cleaning wear and scuffing all over the surfaces of the sample. All parts comprising the m-1500 were returned, no missing or extra parts were noted. The ratcheting arm displayed some wear as expected on the teeth due to regular use and ratcheting, and it functioned normally. No signs of excessive damages, and non-functionality were noted during initial observations. Per customer¿s complaint, a full functional testing was performed. The ratcheting of the male and female assemblies were normal as it ratcheted back and forth and locked into each tooth smoothly. The pressure gauge knob/screw (m-1500/801) screwed in/out completely as normal. The rocker arm and pressure gauge¿s pin receptacles were confirmed to accept v. Mueller skull pins as normal. Additionally all six starburst threaded receptacles on the side of the body were examined and appeared to be normal, upon testing the threads the screws mated normally, completely in and out. The arm with the swiveling rocker arm assembly and the locking index knob was noted to display writing in red possibly from customer indicating the issue occurred on that part, this area of the sample was further evaluated. First, the swiveling rocker arm (m-1500/800) was checked: the body swiveled around completely 360 degrees both ways smoothly and normally with no interruptions, similarly the arm also rocked from side to side normally. Next the locking knob and locking function of the rocker arm was checked: the locking knob was able to be turned over to lock, however the actual locking action was noted to be very tight and stiff. The actual lock was able to be engaged by use of heavy twisting force but no sticking and/or interrupted functioning of the locking mechanism was noted. Upon engaging the lock and aligning the lock arrows the rotation of the swivel arm was completely locked in position and immovable as normal; no small movement or looseness was observed. When engaged, the locked knob functioned normally and only the rotating body is locked from movement. It should be noted that the side to side rocking of the rocker arm is not designed and manufactured to lock, it does allow for side to side rocking movement upon locking. The stiff locking mechanism of the knob was most likely attributed to a lack of lubrication and/or lack of maintenance of the clutch assembly inside the swivel locking components. The sample appeared to be heavily used, and possibly serviced and or repaired by a third-party repair company. This was evidence by the faces of the six starburst grooves which displayed machined re-surfaced areas, which do not match the matte anodized finish of v. Mueller bd specifications. Additionally, the rocker arm part of the swivel assembly was also noted to be a different finish, which did not match vm bd specifications. Finally, the most obvious sign of disassembly and repair was evidenced by the missing nylon white washer (ta-0330) between the rocker swivel screw (m-1500/813) and locking knob (m-1500/805), a round discoloration was noted around the outer circumference of the rocker swivel screw, indicating the washer was in place originally at an earlier point in time and now it has been removed. In addition to the lack of lubrication, it is also possible that due to the missing washer, the sample¿s locking mechanism was adjusted too tightly beyond manufacturer specifications; the space taken up by the washer may have compressed the internal components together tighter due to missing washer. It is recommended to have complex products such as skull clamps be serviced and checked for smooth and easy functionality by authorized services like prezio healthcare. For further investigational purposes the rocker arm swivel assembly area was lubricated for smooth functioning and locking, upon lubrication, slight ease of locking was noted. Overall the locking function was performed normally and stayed tight, without displaying any signs of movement or looseness. Upon unlocking, the rocker arm assembly swiveled smoothly for multiple rotations. Conclusion(s): based on the investigation of the returned sample and in-depth analysis, the reported failure mode could not be duplicated, the sample was able to lock in place normally and securely. No slippage, movement or spontaneous unlocking was observed. It should be noted, to properly lock, the lock arrow on the knob must align and meet with the lock arrow on the swivel body. The sample was observed with a tight/stiff locking mechanism, the most likely cause of this was determined to be signs of unauthorized third-party repair. Possible lack of lubrication and maintenance was also suspected. Sample has been in use for about 6 years; based on usage, proper interval cleaning, lubrication and maintenance is recommended by authorized repair services. It should be noted that per IFU 36-3518, several preventive measures and practices are indicated for the end-user. The instructions for use maintenance section states: 1. The product should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or tarnished surfaces. Inspect functional moving parts and smooth movement. Do not use if any irregularity or issues are detected, send to authorized repair. 2. The instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device. 3. For future issues it is recommended to replace or repair the parts skull clamp and similar products, by sending to the authorized national repair center: at 1-800-392-6620, email: customerservice@preziohealth.com. The ta-0283 threads are a replaceable/repairable item.